Event description:
The clinician reported that 3 weeks after the dental implant was placed in ada site 12 in the patient's mouth, the implant did not achieve osseointegration in type iii bone. The clinician reported sinus encroachment/perforation, pain, mobility and bleeding in this patient with good oral hygiene. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.